Event description:
Revision of total hip replacement including acetabular component and the head of the femur. Extremely difficult case requiring bone grafts. Device is approximately 14 years old. Pain started about 1 month ago.